Event description:
It was reported that a patient presented with high capture thresholds and high pacing impedance noted on the patient's right ventricular (rv) lead. No lead anomalies were suspected as the cause of the malfunctions. The rv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.